Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that multiple intermittent minimum fill notifications occurred after the user filled the cartridge with 250 units of insulin during the load sequences. Reportedly, the customer reverted to manual injections for insulin therapy. Customer¿s blood glucose level was approximately 180 mg/dl.